Event description:
During a routine shift check by a clinician, the device displayed "system fault 37," "pacer disabled," "defib disabled," and "defib fault 80" messages. Complainant indicated that there was no patient involvement in the reported malfunction.